Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) of 30mg/dl and unable to speak. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was reported that the patient was over/under cycling, they were refilling/reusing, they were using the cartridge for longer than 2-3 days, and the cartridge was recently inserted with cold insulin. Troubleshooting also indicated that the patient prime while attached and there was 21.5 unites were infused. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error.